Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer experienced a threshold suspend for inaccurate low readings. The patient's blood glucose was 238 mg/dl at the time of the call. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer stated that the sensor cannula used was kinked. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity test and bicarbonate buffer test and the sensor passed per specifications with accurate readings. Also found cannula bent, but unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.